Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were intermittently unresponsive and the up arrow and down arrow buttons required multiple presses to elicit a response. There is no additional information available at the time of this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow and contrast buttons were intermittently unresponsive and required multiple presses with increased force to engage; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and, a supplemental report will be filed. No conclusions can be made at this time.